Event description:
It was reported that a patient was not getting a good response from the pain pump. The reporter was wondering if the catheter was in a ¿candy cane configuration¿ would it need to be replaced. The reporter was redirected to the patient¿s managing healthcare professional (hcp). No information was provided regarding patient identity, drug, or patient outcome. Follow up was conducted to obtain further information but was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).